Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump batter gauge jumped from 15% to 40% then back down to 40% within one hour. The customer's blood glucose level was 133 (mg/dl). Review of the pump data logs by tandem technical support showed battery fluctuations while the pump was disconnected from a power source. Reportedly the customer would continue to use the pump for insulin therapy.